Event description:
The customer reported approximately forty (40) milliliters (ml) of clear fluid leaked on the right side of the unit involving coulter lh 500 hematology analyzer. The fluid leaked inside the unit and onto the counter and table. The customer had on proper personal protective equipment (ppe) consisting of gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing through pinch valve pv43 had a whole and replaced the tubing to resolve the issue. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).